Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017 ("about maybe 5, 6 days or a week"). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that, for several days, the patient had a sensation in the lower left stomach area. They weren't sure if this was from their stimulator. It was hard to describe the sensation. They noted that they thought they shut the device off on the night prior to the report, but they still had the sensation so they weren't sure. It was also noted that this feeling had never been there before. They confirmed that they saw the "stimulation off" icon and stated "so the sensation I'm feeling is not from this product." It was recommended that the patient follow-up with their doctor to assess the situation. They still had the sensation on the morning of the report, but not as strong. They stated that it was strange and was an on and off type of feeling. This started about maybe 5, 6 days or a week prior to the report. Follow up information received on april 13, 2017 from the patient reported that nothing changed regarding the circumstances that led to the sensation in the left lower stomach. The patient went to their general practice (gp) doctor where they were given medications for a bladder infection. The patient still had spasms so they went to their other doctor where an x-ray was taken and the device was turned off. The x-ray showed the ins was in place. The patient stated that they would do ¿other options¿.